Manufacturer narrative:
The customer complaint reported that there were defective pcu keypads resulting in the devices not turning on was confirmed and replicated during functional testing. External and internal inspection was performed. During external inspection, the keypads were observed to be in good condition. During internal inspection, 2 out of 2 keypads were found with signs of fluid ingress near where the flex cable meets the circuit layer. The front case keypads were connected to the cad pcu test fixture for functional testing. 2 out of 2 keypads failed the maintenance keypad test due to the system on key failing to power on the device. One of the keypads was observed with the system on key functioning intermittently. One of the keypads was observed to power on the device immediately after connecting to the fixture which results in the system on key failing to power on the device after it has been powered off. The ac indicator light illuminated on for 2 out of 2 after plugging in the power cord. However, the arrow led light was observed to be intermittently flashing and not functioning as intended. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of 03/25/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/27/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.